Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the burr did not connect to a real intelligence robotic drill, there were no clicks. The procedure was resumed, after a non-significant delay, changing to manual procedure. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Section d10 was updated. Section h10: the real intelligence robotic drill, rob10013, (B)(6), used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario cannot be confirmed. A key performance characteristics (kpc) test was performed. The burr could be loaded without any issue. Two clicks were heard when inserting the burr. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and the drill was inspected further. No defects were found. The drill was reassembled, and a test case was performed. Again, the burr could be loaded without any problems. No failure was found, the drill was functioning as intended. An engineering review was completed. The exposure motor was tested and found to be responsive. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with an improper assembly process. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-2024-00215219-1.